Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 13 year old and was last returned to the manufacturer for repair on (B)(4) 2000. Evaluation of the device determined that the head and control bar were damaged. Additionally, the 1" and 3" width plates were observed to be damaged. Prior to repair , the device was outside of calibration specifications at the zero thickness setting on the right side. During repair, it was determined that the swivel was leaking. The cause of the reported event is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use included with the product, the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome was started binding, possibly leaking, and then began to slow down and eventually stopped working. The reported issue was noted during a pre-procedure test. It was reported that there was no patient involvement and an alternate device was immediately available for the planned procedure.